Manufacturer narrative:
Customer reported event to FDA under medwatch (B)(4). Recall number: a field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). No actual sample was returned for evaluation. No lot number for the device used in the reported incident was provided. A review of the device history record could not be performed. All information reasonably known as of 23 feb 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced at least five different incidences, which were associated with separate units, involving an unknown number of patients. This is the fifth of five reports. Refer to 8030647-2018-00098 for the first report, refer to 8030647-2018-00099 for the second report, refer to 8030647-2018-00100 for the third report, refer to 8030647-2018-00101 for the fourth report. It was reported that the flex connectors are disconnecting from the ventilator. There have been no reports of patient injury. All patients are vented on a heated wire circuit. No further information has been provided.

Manufacturer narrative:
All information reasonably known as of 13-sep-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Additional information received on 20-aug-2018 from FDA report number FDA 3500 form mw (B)(4). Per the report FDA 3500 form mw (B)(4): "the flex connectors on some of the items requires an unusual amount of force to push all the way on. Some nursing areas reported that the connectors are popping off. We believe it is because they are so hard to connect fully, that they are only being pushed half-way on. Additional information received on 29-aug-2018 from medwatch report mw(B)(4). Per the report states: nurse was attempting to use the in line suction connected to the ventilator when the line became disconnected and splashed the nurse in the face with matter from patient. This same issue happened a number of times to the point where the nurses had to resort to tape the tube to the vent. Product was pulled from shelf and replaced. Manufacturer response for halyard* closed suction catheter, closed suction catheter (per site reporter): replacing product picked up affected lots kept a few of the affected lots on hand in case more investigation is required."